Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch # a98w5v. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with the shaft bent. During functional testing, the device was fired; however, the clips did not advance into the jaws as intended. Further inspection revealed that the tip of the advancer was bent. The instrument was subsequently disassembled for further evaluation. Upon disassembly, the advancer was confirmed to be bent, and five (5) clips were identified within the clip track. The event reported was confirmed and is related to improper use of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor, or moving heavy tissue with the device shaft. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a98w5v number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026 d4: batch # a98w5v e1: unk first name attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: patient status unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, clip was not formed properly and was falling of unintentionally. No patient consequence's were reported.